Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). (B)(6). Medical center biomedical engineer tested model lap top ventilator 1200. Unit passed all testing. The engineer found nothing wrong with the ventilator. All testing completed. At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
It was reported to carefusion via a medwatch form that model lap top ventilator 1200 stopped working while connected to a patient. The patient was removed from the ventilator and placed on a back up unit. The customer confirmed there was no patient harm or injury associated with the reported issue.